Event description:
In 2008, it was reported to boston scientific corporation that a physician was performing procedure in the same month. (Patient age, gender and weight unknown). According to the complainant, when the physician went to release the stent it was difficult to release. The device was removed and the delivery system was examined. It was noted that the guide catheter was kinked at the connector between the stent and the push catheter. The case was completed with another flexima biliary stent system no patient complications were reported as a result of this event. The patient's condition was reported as "good."

Manufacturer narrative:
The guide catheter was torn in two pieces upon return. The push catheter was found to be buckled at the hub upon return also. A visual evaluation found that the push catheter was buckled/accordion 2 centimeters distal to the hub. The suture between the push catheter and stent was found to be twisted 180 degrees. No visible kink could be found in the guide catheter between the push catheter and the stent. The proximal guide catheter was torn off, stretched, and severely accordion. The suture between the push catheter and stent was cut to release the stent. An attempt was made to pull the distal remnant of the guide catheter distally out of the push catheter. The guide catheter remnant could not be removed from the push catheter most likely due to being caught in the buckled/accordion section of the push catheter. The most probable root cause is that the push catheter buckled due to forces applied to it due to difficulty releasing the stent. It appears that when the push catheter buckled the collapsed section closed around the guide catheter which caused it to stretch and tear.